Event description:
It was reported that the pt experienced acute pain sensation in lower back when "touching wires of the system" at the extension site. Pt is "sore whether the device is on/off". It was also reported that the pt's stimulation was turning on and/or off during positional changes such as walking, getting in and out of the car, and bending over to pull weeds. No outcome was reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.